Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with low/no draw. It was stated ¿the customer used a non bd brand needle (not wing set) to withdraw the blood from the patient, during the blood withdrawal, some tube been found low draw. The nurse used another tube to withdraw the blood, draw volume was normal.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for low draw with the incident lot was observed. Additionally, evaluation & testing of the two customer samples was performed and low draw was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for low draw with the incident lot was observed. Additionally, evaluation & testing of the two customer samples was conducted and low draw was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.